Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-12215. It was reported the patient experienced a change in stimulation coverage following a motor vehicle accident. Diagnostic testing revealed several contacts with high impedances. Reprogramming recaptured part of the patient's pain pattern but was unable to provide effective stimulation to the entire area. The patient will meet with her physician to discuss surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.